Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the cartridge loaded on a pcee60a fell off in the patient when the device was inserted into the patient at the 1st firing. The cartridge was retrieved by a forceps and not used for the patient. The 2nd and 3rd firings were completed with no problem. After that, a 2 to 3 mm white part was found inside the patient. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2022. D4: batch # 366a17. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired. In addition, three reloads were received. The reload (b) was received fully fired. The reload (c) was received unfired. The reload (d) was received unfired, with damage on reload deck, pan, and damage to the body on the left side proximal end. The device was tested for functionality in the straight position with the returned reloads (c and d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, on the reload (d) 2 staples were noted to be missing from the staple line, these staples do not create a fluid path. In order to verify the condition of the internal components, the reload pan was disassembled. Upon disassembling a double driver was noted to be missing and two staples were present on the pockets, the position of these staples correspond to the ones noted missing on the staple line. No conclusion could be reached on what may have caused the missing reload driver. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4); date sent: 2/10/2022; d4: batch # 366a17.